Manufacturer narrative:
The reported event of ¿loading a vr onto the delivery catheter and it would never catch and hold¿ was confirmed. As received, a catheter was returned in one piece. Visual inspection of the catheter found the tether control knob to be in the aligned position while the distal tethers were mis-aligned. X-ray inspection of the catheter found the tether wire to be out of positioned inside the stationary screw. Dimensional analysis was performed and noted both protrusion lengths and aligned/mis-aligned offsets were out of specification. Functional testing was performed and when positioning the tether control knob to the aligned position the tethers were mis-aligned while when positioning the tether control knob to the mis-aligned position the tethers were aligned.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the right ventricular leadless pacemaker (rvlp) failed to load onto the delivery catheter despite multiple attempts. A second catheter was used, and the device loaded successfully. After entering tether mode, the device prematurely detached but remained attached to the tissue. The same rvlp was implanted. Patient condition was stable.